Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and confirmed there were no hardware failures or issues with kit preparation. Pas noted that the issue was likely due to a low target sample. Hologic field application specialist (fas) followed up with the customer and confirmed that the customer reported out the valid negative result.

Event description:
Customer reported the panther instrument had a discrepant covid-19 tma sample on the panther instrument (B)(4) . Customer was using assay master lot 309729. Customer reported that the sample was inadvertently tested twice on worklist (B)(4) and resulted negative for the first result and positive for the second result.